Event description:
The customer reported the insulin pump has alarmed no delivery. The customer stated he changed the entire set and noticed greater resistance with the plunger push at manual prime and received a no delivery alarm. The customer stated he also received a no delivery alarm during a bolus attempt. The customer was hospitalized recently, but not for diabetes related issues. Blood glucose after leaving the hospital was 251 mg/dl and a couple of hours later it was at 246 mg/dl. The customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. The alarm was resolved by a complete set change. A reservoir and infusion set replacement would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.